Manufacturer narrative:
9/22/97-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield would not retract during penetration. The surgeon used another device to complete the procedure. No pt injury rep0rted.